Manufacturer narrative:
Actual device evaluated using simulated use testing. Confirmed reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure caused the shaft to frost.

Event description:
The shaft of the needle iced heavily. A sponge was applied to the skin at the base of the needle with warm saline dripped continuously during the first freeze. The needle was removed after the first freeze.